Event description:
It was reported that the device was leaking. No additional information.

Event description:
Additional information was received which stated there was no patient incident.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged front cover, block assembly, and pole clamp as well as an outdated printed circuit board (pcb) and power switch. Functional testing found the device leaked from the block assembly. No action taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The root cause of the reported issue was found to be wear and tear damage from customer use.